Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing low blood glucose (bg) levels that ranged from 40 mg/dl to 60 mg/dl; cause was unknown. Customer consumed pineapple juice to address low bg's. Recommendation was made to discuss diabetes management with a health care professional.

Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: blood glucose (bg) values from 48-51 mg/dl were recorded by continuous glucose monitor (cgm) from 10:48:27 pm to 10:58:27 pm on (B)(6) 2020. Cgm alert 1 (cgm low alert) enunciated at 10:43:27 pm. On (B)(6) 2020, at 9:04:01 pm, user made a bolus request while still having insulin on board (iob). Making bolus requests while still having iob could lead to a low bg event. There is no evidence that the pump experienced a malfunction or failure.